Manufacturer narrative:
E1: (B)(6). A philips authorized service provider (asp) confirmed the customer's alleged malfunction; therefore, the unit was returned to the hospital's equipment department for repair. The asp replaced the speaker assembly to resolve the issue and the unit returned to working specification. Based on the information available, it was determined that the product has malfunctioned and the cause of the reported problem was the speaker assembly. The reported problem was confirmed. If additional information is received the complaint file will be reopened. No further investigation or action is warranted at this time.

Event description:
It was reported on (B)(6) 2025, the nurse discovered that the monitor's speaker was damaged and no sound came from the unit. The device was in use on a patient at the time of the event, there was no adverse event reported.